Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 33.0 mmol/l at the time of the incident. The customer reported treating the high blood glucose level with her manual injection back up plan and current blood glucose level 29.0 mmol/l. The customer reported waking up with a blank display. The customer declined troubleshooting and request the insulin pump be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the (B)(4)insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.